Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, total delamination of valve and white particles in device inner surface. A leak test was performed which identified delamination. A microscopic analysis was performed which identify: total delamination of valve and wear abrasion.based on the device analysis the final assessment is: total delamination of valve due to adhesive failure.

Event description:
Device has been explanted.